Manufacturer narrative:
H3: product analysis #(B)(4). Part # 1553201080, lot # 0561122w visual optical inspection revealed some wear and indentions on it from the seating and tightening of the set screw. Macroscopic inspection of the fracture surface revealed a flat fracture surface but no signs of cyclic fatigue. The rods appear to be broken from overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with rods having l3, s1 free hands technique for open surgery with solera screw fenestrated for stenosis lumbar with osteoporosis. It was reported that rods were broken. Revision surgery was performed to place new rods. There was no patient symptoms reported. Patient had recovered from the ailments. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review results: 2 panel x-ray ap/ lateral l3-s1 fusion with cement augmentation, the rod on one side appears fractured between l4-5 just seen on ap image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.